Manufacturer narrative:
The reported event of failure to capture due to patient anatomy, as received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported the asymptomatic patient presented for a lead revision. Upon interrogation, it was observed the left ventricular lead was failing to successfully capture the chamber. The physician believed it to be due to patient anatomy. The lead was explanted and replaced in a new location without issue. The patient was stable.

Event description:
It was reported the asymptomatic patient presented for revision of the left ventricular lead that exhibited a capture anomaly due to what the physician described as sub-optimal placement. The lead was explanted and replaced. The patient was stable.